Event description:
On (B)(6) 2009, pt reported, he was attempting to bolus and received an e4 (occlusion) error. Had pt prime through the infusion tubing. He stated he received no error message. Advised this indicates the issue is with the infusion site. Had pt remove the infusion site. He reported, the infusion cannula was bent. Pt stated he will insert a new infusion site. Pt reported he changed the infusion headset and the resolved the occlusion. Pt reported infusion set was discarded. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.